Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio sync meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 9:39 am when the patient reported obtaining a reading of ¿190 mg/dl¿ using the subject device compared to a reading of ¿105 mg/dl¿ obtained using a ¿true result¿ meter. Both measurements were within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using a combination of diabetes medications, specifically ¿metformin 1500 per day and glametron 4 mg¿ and he denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿sweaty, shaky, blurry vision and clammy¿ approximately 1.5 days after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, an approved sample site was being used, the patient¿s testing technique was correct and the test strips were not expired. The csr was unable to walk the patient through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter passed all testing with no faults found. The reported issue could not be reproduced. Due to the test strips not being returned. Product analysis performed a retain test. The retain test strips failed the performance testing with blood for accuracy and precision at 300 mg/dl level. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.